Event description:
Pocket was opened due to battery depletion and elevated rv lead thresholds. During the procedure, this ra lead became unstable and dislodgement was observed. Lead was explanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed abrasion marks in the distal lead region. However, the insulation was found intact and this damage is not assumed to be the root cause for the observed dislodgement. Based on the characteristics of the damage, it is reasonable to assume, that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.